Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and main body (light blue) of the minicap transfer set. The event was further described as ¿the dark blue and the light blue- they split up." This occurred after treatment of peritoneal dialysis therapy. The transfer set was replaced and the issue resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye identified a separation between the female connector and main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.